Event description:
On (B)(6) 2012, a pt was implanted with a gore viabahn endoprosthesis. It was reported to gore that the viabahn stent graft was explanted on (B)(6) 212 due to a (B)(6) infection.

Manufacturer narrative:
No lot number info was supplied; therefore, no review of the manufacturing paperwork could be performed. The device was not returned, consequently, a direct product analysis was not possible. Without additional info, it is impossible to further investigate this event.